Event description:
During a follow-up in clinic, noise and inadequate capture were observed on the right ventricle (rv) lead. The rv lead was replaced to resolve event. The patient was stable with no consequences.